Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no water flow, however, the air flow was okay. The plastic distal end cover had minor dents and scratches. The bending section cover glue was cracked and the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the water channel on the evis exera iii gastrointestinal videoscope was blocked. The issue was found during reprocessing. No reported patient harm. During the evaluation of the device, it was noted the water channel was blocked due to insufficient or incorrect reprocessing. Report is to capture the reportable malfunction of water channel was blocked due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. It is possible that the foreign material could not be removed even though the user reprocessed properly in accordance with instructions for use (IFU). The user may prevent occurrence of the event by handling device in accordance with the following IFU statement: "precleaning the endoscope and accessories. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.